Event description:
Reporting status: serious injury- permanent impairment/disability- medical intervention, reporting rationale: dislodged stent remains in pt, device issue: stent dislodgement. It was reported that the lesion was located between the mid and proximal lad. After implanting a 3.0x 15 vision stent distally, an attempt was made to place the 3.0x18 vision. As the 3.0x18 vision reached the proximal side of the lesion, it could not be positioned properly because it was getting stuck on the implanted vision. The decision was made to remove the stent delivery system (sds). While retracting the device, the stent was met resistance with the tip of the guiding catheter, and once the sds was outside the pt, it was noted that the stent was not on the balloon. It was observed floating in the lmt. An attempt was made to snare the stent, but the stent had floated away. A CT scan was performed on the pt, but the stent could not be found. There were no pt effects; however, the physician will continue to monitor the pt for a while. The procedure was completed by implanting another company's stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. The inability to cross appears to be related to the previously placed stent. Without the device to examine, no determination can be made as to the root cause of the reported resistance with the guiding catheter. It should be noted that contrary to the IFU, the sds was removed from the body against resistance. This may have contributed to the reported stent dislodgement.